Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, there was resistance removing the protective sheath of the 3.50x33 mm xience sierra stent delivery system (sds) and the stent came off with the sheath. The device was not used and there was no patient involvement. A new, same size xience sierra sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove (sheath) could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context as it is likely the inadvertent mishandling during device preparation and sheath removal caused the reported difficulty to remove the protective sheath and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.